Manufacturer narrative:
E3: occupation: other non-healthcare professional: inventory tech. Event summary cook was informed of an incident involving a two ncircle tipless stone extractors. The second device was investigated in MDR #1820334-2020-01862. The device reportedly would not open/close before use during a ureteroscopy with laser lithotripsy procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation - evaluation a document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was not returned. There are multiple possible causes for the failure of the basket to properly open or close. Without the device available for investigation, the cause of the issue could not be determined. All devices are inspected multiple times during manufacturing and quality control checks to ensure proper basket function. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 26oct2020: the procedure was a ureteroscopy with laser lithotripsy. The staff opened a new device to complete the procedure. It was also noted that this occurred with two devices (reference MDR #1820334-2020-01862).

Manufacturer narrative:
Customer name and address: (B)(6) hospital. PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to patient contact during an unknown procedure, the basket of an ncircle tipless stone extractor would not open or close. No adverse effects to the patient have been reported as a result of this event. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.